Manufacturer narrative:
The infusion pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed, and the drive support cap is protruded. Customer's blood glucose reading is 270 mg/dl. Advised caller that the insulin pump will be replaced. Nothing further reported.